Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The device was not returned to the MFR for investigation. A supplemental medwatch report will be submitted upon completion of the plant investigation.

Event description:
Upon medical record review for an unrelated event, it was noted there was an overfill in drain #2 on (B)(6) 2014. Follow up was conducted with the pt's peritoneal dialysis registered nurse (pd rn) and the pt did not experience any adverse effect associated with this. He was recovering from hernia surgery (done on (B)(6) 2014) at the time of the event. The pt continued to ccpd afer the event without issues. The reported drain volume of 2932ml was 195% over the expected which resulted in a reportable malfunction. The pt did not require medical intervention or treatment as a result of he overfill.